Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an allergic reaction that occurred on (B)(6) 2014. Patient's mother stated that the patient experienced puffy hives on their arm, the site of sensor insertion. On (B)(6) 2015, the patient was taken to the doctor and prescribed a steroid cream for the reaction. However, the patient had to cease use of the cream as it affected his blood sugar. The patient had another doctor visit on (B)(6) 2015 but no medication was prescribed. Patient's mother stated that the site of irritation would take three months to heal. At the time of contact, the patient's mother did not report any further medical intervention.

Manufacturer narrative:
(B)(4).